Event description:
It was reported that the health care professional (hcp) called in for review of device data for this patient with a cardiac resynchronization therapy pacemaker (crt-p) system. Technical services reviewed and found suspects there is right atrial (ra) loss of capture. Additionally, the patient had a true pacemaker mediated tachycardia (pmt) episode. Ts recommended an in-office evaluation to check ra thresholds and to evaluate for retrograde. At this time, the device and ra lead remains in service. No adverse patient effects were reported.